Manufacturer narrative:
(B)(4). Manufactured january 20, 2016 ¿ january 21, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the returned unit noted the distal luer lock has been broken. The reported issue was verified. The direct cause of the problem could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue end cap of a small volume intermate device was found broken off the end of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.